Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking fluid at the probe. The customer was wearing gloves at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was reviewed, and there is an exposure control or risk management plan in place. Cleanup was completed following the biohazard spill protocol. No patient results were affected and there was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through lv8 was clogged. This caused the waste from the probe wipe block to spill. The fse replaced the tubing and the filters of the probe wipe block and verified the repairs per established procedures. Lv8 controls the drain for the probe wash. Blood, controls, cleaning reagent or diluent can be present at the probe of the instrument. The cause of the leak is attributed to a clog in the tubing through lv8. Bec internal identifier for this complaint is (B)(4).